Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customers husband reported via phone call that the customer was hospitalized on (B)(6) 2018 due to a high blood glucose of 445 mg/dl. Blood glucose at the time of the call was 287 mg/dl. Customer experienced symptoms related to high blood glucose such as an uneasy abdomen and diabetic ketoacidosis. The high blood glucose was treated via hospitalization. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was performed. The caller stated that their was damage on the insulin pump. The insulin pump will be returned for analysis. Frn-reservoir.